Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the luer connection of the infusion tubing resulting in elevated blood glucose levels. The patient reported that the transfer set was loose and it doesn't connect as well as usual.